Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (420 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated that infusion set was changed prior to contacting tandem technical support (cts) and declined to troubleshoot. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.